Event description:
Report received from the USA stating that when preparing for use, the device only runs "47000 to 48000 rpm". The reporter stated that this was noticed during the procedure. There were no delays in surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional info is received, a supplemental report will be sent.